Event description:
It was reported that the wire became fractured and was retrieved by snare. The lesion was located in the tortuous and calcified right coronary artery. A rotawire and a 1.50mm rotalink plus were selected for use. During ablation, it was noted that the rotawire had fractured in driveshaft of the burr. The fracture took place in the mid to distal vessel. Consequently, the tip was retrieved by snaring it with a coronary snare. The procedure was completed with another wire and burr. No further patient complications were reported.

Event description:
It was reported that the wire became fractured and was retrieved by snare. The lesion was located in the tortuous and calcified right coronary artery. A rotawire and a 1.50mm rotalink plus were selected for use. During ablation, it was noted that the rotawire had fractured in driveshaft of the burr. The fracture took place in the mid to distal vessel. Consequently, the tip was retrieved by snaring it with a coronary snare. The procedure was completed with another wire and burr. No further patient complications were reported. It was further reported via medwatch (B)(4) that the rotawire broke off in the drive shaft of the rotalink plus leaving more than 30cm of wire in the distal rca of the vessel. The wire fragment was removed using a snare from the target lesion and no resistance was experienced during removal. The procedure was completed with another of the same device and a balloon.

Manufacturer narrative:
Returned to manufacturer date updated from previous report, as more device fragments were received. Device evaluated by MFR: the device was returned for analysis. Initial inspection revealed the wire was kinked and broken. A visual inspection revealed that the guidewire was found broken/fractured at the distal tip of the device (approximately 6 cm) and a section of the body (approximately 29 cm) returned inside of a petri dish. The distal tip was kinked. Another section of the guidewire returned inside of a rotablator sheath, approximately 78 cm of it was outside, and despite several attempts were done trying to release the wire, it was not possible. No more damages were found in the device. A dimensional inspection revealed that the overall length could not be performed due to device condition (guidewire broken). The outer diameter (od) and od of proximal section were within its specification. The od of middle of the device could not be performed due to device condition (guidewire stuck). Inspection of the remainder of the device presented no other damages or irregularities.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the wire became fractured and was retrieved by snare. The lesion was located in the tortuous and calcified right coronary artery. A rotawire and a 1.50mm rotalink plus were selected for use. During ablation, it was noted that the rotawire had fractured in driveshaft of the burr. The fracture took place in the mid to distal vessel. Consequently, the tip was retrieved by snaring it with a coronary snare. The procedure was completed with another wire and burr. No further patient complications were reported. It was further reported via medwatch (B)(4) that the rotawire broke off in the drive shaft of the rotalink plus leaving more than 30cm of wire in the distal rca of the vessel. The wire fragment was removed using a snare from the target lesion and no resistance was experienced during removal. The procedure was completed with another of the same device and a balloon.